Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has an iphone and always has bluetooth and wifi on. The app is open in the background. The carelink system has not been able to connect with the implanted implantable cardioverter defibrillator (ICD) due to an unexpected error. Tech services was consulted and they stated that they can see notice of disconnected monitor and accompanying message ¿the carelink system has not been able to connect with the implanted device due to an unexpected error. A possible bluetooth key exchange failure was checked in the carelink support console and was found this to be true, key exchange has failed and the last successful key exchange date was (B)(6) 2024. The bluetooth key exchange data has now been reset for this device to allow new attempts. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has an iphone and always has bluetooth and wifi on. The app is open in the background. The remote monitoring system has not been able to connect with the implanted implantable cardioverter defibrillator (ICD) due to an unexpected error. Tech services was consulted and they stated that they can see notice of disconnected monitor and accompanying message ¿the remote monitoring system has not been able to connect with the implanted device due to an unexpected error. A possible bluetooth key exchange failure was checked in the remote monitoring support console and was found this to be true, key exchange has failed and the last successful key exchange date was 1st of may 2024. The bluetooth key exchange data has now been reset for this device to allow new attempts. This was found to be an issue with the monitoring app and not a device issue. The ICD remains in use. No patient complications have been reported as a result of this event.